Event description:
A baxter sales representative (bsr) reported the issue of gap in between minicap and transfer set. The bsr stated that even though it was screwed tight, hair can slip inside the gap. There was patient involvement. But no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). "This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample lot number is known, therefore a batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available."

Manufacturer narrative:
(B)(4). The sample was evaluated. This complaint for connection issue was not confirmed. The root cause is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.